Manufacturer narrative:
The ge rep conducted an onsite eval. The high voltage cable was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9600 system would not magnify. No pt injury was reported.